Event description:
The customer reported to olympus that while using the evis exera ii duodenovideoscope, there was a leak in the bending section cover. The issue was found during reprocessing and there was no patient harm associated with the event. The device was returned and evaluated, and the watertightness of the forceps elevator was lost. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to water tightness of the forceps elevator being lost. Additionally, the bending tube was dented, the insertion tube was wrinkled, leakage was detected at the distal end cover during a leak test, and the engage function of the angulation knob was loose. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer. Date of event - (B)(6) 2022. According to the customer, the event occurred reprocessing and the procedure was completed with a similar device. No further information was provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to glue deterioration due to chemical stress or caused by physical stress on the distal end from hitting, dropping, or the like. The event can be prevented by following the instructions for use (IFU) which state: important information ¿ please read before use: warnings and cautions: ¿do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ olympus will continue to monitor field performance for this device.